Manufacturer narrative:
Initial reporter's phone number: (B)(6). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast prosthesis implantation surgery with an unknown mentor breast implant on an unspecified breast and suffered breast capsular contracture (baker grade unknown), post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The product is still unknown and the common device name and procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received.

Manufacturer narrative:
On november 9, 2022, mentor received additional information indicating that the suspect medical device was a catalog: 354-4400 lot: 7649326. Per the lot number, mentor became aware that this device was manufactured by mentor medical systems b.v, which is located in leiden, the netherlands. Mentor medical systems b.v is a foreign manufacturer of medical devices that are not cleared or approved for sale in the us. It is a separate legal entity from mentor texas. Since mentor medical systems b.v. Do not market any devices in the us, manufacture & market all their devices outside the us, and have never held FDA approval nor clearance for any of their products, their devices do not meet the criteria for MDR reportability. This will be the final report for this complaint file. On november 17, 2022, the mentor failure analysis lab received the device for evaluation. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. In addition, mentor also became aware of the patient's identifier, date of implantation, date of event, and date of explantation. Appropriate fields have been populated. The suspect devices were implants for primary breast augmentation. The patient suffered left breast capsular contracture (baker grade IV). The replacement devices were: (left catalog: 354-5375 lot number: 9639810) (right catalog: 354-4400 lot number: 7649326 sn: (B)(6)). On november 24, 2022, mentor received additional information indicating that the patient also had mild ductal ectasia on both sides, intact in both breasts, striking data of edema adjacent to the prosthesis of the left breast with a minimum amount of free fluid and an alteration is observed at the axillary level that suggest lymphadenopathies of benign characteristics equal to and less than 21 mm on both sides. On november 28, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the siltex round high profile 400cc returned device. Mentor concluded that the capsular contracture in the patient´s breast resulted from the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.